Event description:
Related manufacturer reference number: 1627487-2022-04138. It was reported the physician failed to remove the patients extensions following a trial procedure. As a result, additional surgery was undertaken wherein the extensions were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.